Event description:
It was reported that the customer changed the infusion set and battery, and, afterwards, she had to go through three batteries in order for the insulin pump to start. The customer's blood glucose was 130 mg/dl. The customer received a weak battery alarm as well. Troubleshooting was done. The customer stated that, after inserting a new battery, the display returned. Advised that a replacement battery cap would be sent. The customer also mentioned dropping her insulin pump. After troubleshooting was done, advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.